Event description:
It was reported by a vns implanting surgeons office that a patient had a battery replacement on (B)(6) 2013. A culture was taken and results were reported as (B)(6). The patient has history of (B)(6) infections in the past none of which were vns related. The surgeon is not sure if the patient possibly had a system (B)(6) infection previous to surgery. He does not think that the patient manipulated the device or there was any trauma. When the surgeon replaced the unit in (B)(6), he believed the tissues didn't look healthy and took some cultures and samples. He bathed the area with antibiotic and sent him home on antibiotics, but the patient presented with a (B)(6) infection at the site on (B)(6) 2013. He complained of redness and itching over their generator incision site. Stronger oral antibiotics were prescribed and topical antibiotics. There was mild drainage. The patient returned to clinic on (B)(6) 2013 and their incisions had healed well. No signs or symptoms of any infection were present. No further patient interventions are planned at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.